Event description:
International affiliate reported that a patient presented with an abdominal wound dehiscence at an unspecified time following laparotomy. The patient was returned to surgery for repair.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.